Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
Proposed b5 text: a customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer replaced the bearing and power cable. Visual inspection found the bearing/flange had risen up out of the ultrasound system chassis. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.